Event description:
It was reported that a preloaded eyhance intraocular lens (iol) had the injector/cartridge damaging the iol at the time of trying to insert it into the capsular bag. The reporter stated that she felt the piston was very hard, so she preferred to remove the lens from the cartridge to check its integrity, and noticed a piece of the lens broken. It was noted that the customer used eyevisc pfs 2% visco in the procedure. It was learned that the product touched the patient's right eye. When the doctor realized there was something wrong, the doctor pushed the preloaded iol out of the eye to check its integrity. No complications, just a replacement by another eyhance with the same specification iol from the stock. No injuries, surgery performed without complications. No other infomration was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Telephone number: (B)(6). Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Atempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: customer photos were provided in the complaint folder file and evaluated. The photos display the suspect lens and the lens can be observed to be torn. Due to no product being received, no further evaluation could be performed and no further issues could be identified. The complaint issue "lens damaged" was not identified during photo evaluation. The observed "iol torn" is similar to the reported complaint issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.